Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced sharp pains near the device area and left arm swelling. Attempts to obtain additional pertinent information were unsuccessful. Up to date, this crt-d remains in service. No additional adverse patient effects were reported.